Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that felt a pulsating and then decreasing it. The caller noted that they felt pulsating when they enter their kitchen. The agent reviewed normal household appliances should have no impact on the stimulation. The agent reviewed stimulation changes based on body position. The patient reported sometimes they feel it when they are just sitting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient wanted to know why they kept feeling a bothersome pulsating near the ins site. The patient stated that about a week ago they noticed their butt was vibrating near the ins site. The patient noted that sometimes the pulsating lasts a long time and sometimes it's just sporadic, but the other day they felt it all day long while they were at a graduation party. The patient also noted that they feel the pulsating whenever they go in their kitchen, while standing in a store, or just sitting. The patient stated that adjusting the way they sit does not stop the pulsating. The patient denied having any falls or trauma prior to this event. The patient mentioned that they had increased the amplitude a couple of weeks ago because they were still having some leakage, and now they no longer have leakage. However, about a week after they increased the amplitude they began to notice the pulsating in their butt cheek near the ins site. The patient said they were feeling the bothersome pulsating during the call. Agent reviewed expected area for stimulation. The patient connected to the ins and stated that the amplitude was 2.3 ma on program 1. The patient decreased amplitude to 2.1 ma but still felt the bothersome pulsating. The patient turned therapy off and no longer felt the bothersome pulsating. The patient turned the therapy back on and initially felt a little bit of pressure in the bicycle seat area, then they noticed the bothersome pulsating after they leaned back a little bit. The patient mentioned that the bothersome pulsating seemed to stop when they leaned forward, but it resurfaced when they leaned back. The patient decided to change to program 2. The patient increased amplitude on program 2 until they could feel stimulation in the bicycle seat area. The patient was not feeling the bothersome pulsating, so they will continue to monitor symptoms on program 2. The patient was advised to follow up with their healthcare provider to further address the issue if the issue resurfaces.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.